Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was detailed that the pump was dimpled causing it to not work. A surgical procedure was performed, during which the existing aus was removed and replaced. No further patient complications were reported.